Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to progress to the main screen, it remained on the gray screen for 19 minutes 49 seconds and then booted to an error. The hard drive was therefore reconfigured and the software reloaded. Analysis also found that the power supply and system fan were noisy and they were replaced. (B)(4).

Event description:
It was reported that the programmer was unable to progress to the main screen. It was further requested that the programmer be installed with up-to-date device software. The programmer was returned for service. No patient complications have been reported as a result of this event.